Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-11224. It was reported the pt felt his leads were too superficial, and the area had a constant itchy and burning sensation. It was reported the discomfort occurs whether the scs system was on or off. It was reported the pt met with his physician assistant and was scheduled to have x-rays taken of the leads.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.